Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 188, 73, 136, and 109 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported. Pt is cleaning finger with alcohol and used the same finger for tests. Pt does not have control solution and the codes on meter and test strips do not match.